Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
This report is being filed to submit analysis results.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to concern over premature battery depletion. A new device was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient reported hearing tones from subcutaneous implantable cardioverter defibrillator (s-ICD). The patient stated that the cardiologist office noted the device was at elective replacement indicator (eri) and would need to be replaced. The patient and his mother were concerned since the device has only been implanted for three years. Boston scientific technical services (ts) discussed with the patient that the clinic should contact them for possible engineering analysis of the device's memory. The clinic subsequently contacted ts and the s-ICD's memory was analyzed. Engineering found the power consumption was increasing in a gradual fashion. Explant was suggested by ts due to possible premature battery depletion.